Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had action button was not responding at all. The top right arrow button was sticking. Customer took the battery out for 30 min and then after replacing the battery the action button started working again, then again friday the action button stopped working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.